Manufacturer narrative:
Investigation including root cause and analysis in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Nurse manager reported system stopped/locked during a diagnostic procedure, before surgery. Follow up with the surgeon confirmed the case was completed with the same system and there were no injuries to the patient.